Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red circles with small pimples underneath the small round electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a gel for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.